Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to insert a new transmitter occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found on a separate date (B)(6) 2020. The sensor was inserted into the arm on (B)(6) 2020 which is off-label usage of the device. No injury or medical intervention was reported.